Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 3 accolade ii 132 deg; cat#6720-0330; lot#49067302; tritanium revision acetabular; cat#509-02-56e; lot#k63e5l; biolox delta ceramic c taper femoral head 36mm +5; cat#unknown; lot#unknown; v40/c taper adapter sleeve; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had a stage 1 right hip revision due to infection where all parts were removed and a spacer implanted.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a patient who has undergone multiple surgeries following a primary total hip replacement which included revision surgery for early failure of an acetabular component, trunnionosis, drainage, and finally infection that required removal of implants with insertion of a spacer. These complications unfortunately are an inherent risk of joint replacement procedures, the causes of which I have discussed above. I would not implicate any of the implants used for loosening of the acetabular cup or soft tissue complications such as drainage or infection. However, when trunnionosis occurs the femoral head and femoral trunnion should be examined for any abnormality. I can confirm that these events occurred because I was able to review the operation reports. As for the root causes, I have already commented on them above. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports a patient who has undergone multiple surgeries following a primary total hip replacement which included revision surgery for early failure of an acetabular component, trunnionosis, drainage, and finally infection that required removal of implants with insertion of a spacer. These complications unfortunately are an inherent risk of joint replacement procedures, the causes of which I have discussed above. I would not implicate any of the implants used for loosening of the acetabular cup or soft tissue complications such as drainage or infection. However, when trunnionosis occurs the femoral head and femoral trunnion should be examined for any abnormality. I can confirm that these events occurred because I was able to review the operation reports. As for the root causes, I have already commented on them above. A microbiological assessment was completed by principal microbiologist, stryker ireland who indicated: microbiological assessment: pseudomonas species was identified as cause of infection of patient in report. Stryker can confirm that the origin of infection cannot have been the implants used for this tha surgery. X3 plastic hip implants are subjected to overkill (sterility assurance level (sal) of 10-6 demonstrated at half cycle parameters) sterilisation utilising hydrogen peroxide as surface sterilant. Non-x3 plastic hip implants are gamma-irradiated between 25-35kgy for sal 10-6. Ceramic hip implants are gamma-irradiated between 25-40kgy for sal 10-6. Metal hip implants are gamma-irradiated between 25-45kgy for sal 10-6. Conclusion: due to the nature of the organism isolated ¿ susceptible to various modes of sterilisation - and the sterilisation methodology employed by stryker, it is not probable that pseudomonas species could have originated from the implants. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a stage 1 right hip revision due to infection where all parts were removed and a spacer implanted.